Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient had hematoma at impella access site. Manual pressure was held and patient received two units of packed red blood cells. Physician thought the hematoma might have been from the patient moving and causing bleeding around the sheath. Physician decided to wean and remove the impella. The femoral artery was closed with two percloses. The patient outcome was noted as stable.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to patient movement since the hematoma might have been from the patient moving and causing bleeding around the sheath. E4 should have been left blank on manufacturer device report 1220648-2024-25125. H6 code 1888 was reported incorrectly. New code was added to health effect - clinical code on manufacturer device report 1220648-2024-25125.